Event description:
The hosp reported that after completing an endoscopic vein harvesting procedure, the extension cable detached from the adaptor. No replacement was needed as the case has been completed. The hosp did not report any pt effects. The product is not returned as it was discarded.

Manufacturer narrative:
Method - since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. Internal file number - (B)(4).